Event description:
A retroperitoneal incision and comduit were required to access the artery. The contralateral pull wire became caught on the hooks of the superior attachment system upon jacket retraction. Device delivery system was difficult to remove through the ipsilateral limb after the endograft was deployed. During the removal, the hypotube separated.